Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(6), product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(6), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the personal therapy manager (ptm) was not working properly to deliver a bolus. Sometimes it would work, but sometime the patient would get locked out for 5 hours or as much as 10 hours even though she should be getting a bolus every 4 hours. The lockout parameters were 1x/4hr, 1x/240m, and 4x/day. Some days it would do more than 4 and some days it would not. No symptoms were reported. The event started "a couple of weeks" prior to (B)(6) 2018. There were no further complications reported at this time.